Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the home patient disconnected from the set during therapy and later reconnected. The technical service representative assisted the home patient in clearing the alarm. The home patient was to discard the supplies and contact their registered nurse about the event. The technical service representative reviewed the proper procedures with the home patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting during therapy is a known cause of this alarm and considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.